Event description:
Additional information was received on (B)(6) 2012 that indicated that the patient's active pc was replaced on (B)(6) 2012. The manufacturer representative stated that the surgery went well and the patient was reprogrammed to their pre-operative settings.

Event description:
It was reported that the patient was unable to adjust stimulation and the display showed a "call your doctor" icon. An out-of-regulation (oor) condition was reported. The patient's wife indicated that she saw a "005" code on the patient programmer two days ago while trying to increase voltage, and it had occurred a few more times since then. It was unclear if the code displayed was "005" or "oor." It was noted that the battery was at 2.64 volts, which was close to elective-replacement-indicator, but the patient had not seen that code. There were currently no codes on the programmer, and the patient was working with a manufacturer representative to try and recreate the event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 3387s-40, lot# v328368, implanted: (B)(6) 2009, explanted: na; lead model 3387s-40, lot# v328368, implanted: (B)(6) 2009, explanted: na; extension model 37085-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: na; extension model 37085-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: na; programmer model 37642, serial# (B)(4).